Event description:
Additional information received that the device was explanted to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. Device exchange is anticipated. The patient was stable.

Manufacturer narrative:
Additional information: upon receipt, the device was decontaminated and a visual inspection was performed. No source of high current was found during analysis of the hybrid circuit. A longevity estimate was performed and showed premature battery depletion. The cause of the premature depletion was undetermined. The reported event of failure to interrogate was confirmed.